Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2019-02929, 3006705815-2019-02930, 3006705815-2019-02931. It was reported the patient was receiving inadequate therapy. As a result, the patient underwent surgical intervention in which the system was explanted.